Manufacturer narrative:
(B)(4). William cook europe initially reported event under MFR report # 3002808486-2017-00519. New information was received identifying that the product was a cook inc. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
The patient allegedly received the tulip device implant via right internal jugular vein on (B)(6) 2010 due to dvts. The patient alleges pulmonary embolism and pain after implant of device. The patient alleges that multiple retrieval attempts have been performed including attempts on (B)(6) 2011 due to the ivc filter no longer being needed and another attempt on (B)(6) 2011. The (B)(6) 2011 removal attempt noted that there was "filter tilt and perforation".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth.

Event description:
Per operative note (filter retrieval), dated (B)(6) 2011, "we mobilized the duodenum, exposed the vena cava, and were able to find where the filter was. We first found 2 of the 4 hooks that had migrated outside of the vena cava and we clipped off the angled feed on the hooks so the device could come out of the cava okay. We then identified the retrieval hook which we could see sticking out the side of the right side of the vena cava. We placed a pursestring around it with 5-0 prolene and then cut down with 11 blade to help deliver the filter. It was heavily incarcerated into the wall of the vena cava. We were able to retrieve it."

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "migration, tilt, vena cava perforation, device unable to be retrieved, organ perforation.". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter migration is a known potential complication of vena cava filters. Cranial (including to the heart and lungs) and caudal migrations have been reported. Among other causes, migration may be associated with filter placement in ivcs with diameters other than those specified in the instructions for use, improper deployment, deployment into clots, dislodgement due to large clot burdens, and (or) procedures that involve other devices being passed through an in situ filter. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques.